Manufacturer narrative:
(B)(4). Concomitant concomitant products: nexgen cr-flex femoral component, part# 00-5950-017-02, lot# 62762795; nexgen cr pegged tibial component, part# 00-5970-045-02, lot# 62894538; nexgen all poly patella, part# 00-5972-066-38, lot# 62882850; simplex bone cement x2. Initial report was submitted to the FDA under incorrect MFR under report number 0001822565 -2016-03544. This report is being filed as an initial and follow-up report under the correct MFR number for this component. The reported event was able to be confirmed through operative notes received. No devices were received; therefore a visual inspection was not conducted. Operative notes from the revision surgery state that the patient was revised due to a loosened tibial component. The tibial component was noted to be loose at the bone-cement interface. The femoral and patellar components were not revised. Review of the device history records found no discrepancies relevant to the reported event. Complaint history review determined that no further action(s) is/are required. Definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient underwent revision of a right total knee arthroplasty due to a loose tibial component.